Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: at the second firing after staples could be fired on the tissue completely, the knife blade pushed the tissue away of the distal end of jaw and the fired tissue could not be cut. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. No bleeding. Using new sulu no problem was confirmed to complete the case. No patient harm. The patient current status: good reported no problem in release from tissue. No info of lot# is available. In case lot# is identified after arrival of sample, I will add it on cts. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer: unknown nothing of adverse event caused by extension of or time was reported. "No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used."